Manufacturer narrative:
(B)(4). Correction "a voltage testing was performed, and the test failed due to no voltage. The root cause is fatal error."

Event description:
A voltage testing was performed, and the test failed due to no voltage. The root cause is fatal error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A review was the share logs was performed and a pairing failure and a failed transmitter error were found within the investigation window. The allegation was confirmed. The root cause could not be determined.